Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an in.pact pacific pta balloon catheter. It was reported that a twist occurred in the balloon. The procedure was completed with the defective in.pact pacific device. No patient injury was reported. Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Additional information: post previous treatments, patient has significant stenosis of the cfa and the proximal sfa on the left and progressive sclerosis of the cfa with significant stenosis on the right. The procedure was retrograde puncture of the right cfa. A non-medtronic 6f introducer was placed for angiographic purposes. Fem-pop runoff reported as being good. Target lesion reported as being severely calcified with eccentric stenosis of the left proximal sfa, further stenoses in the distal sfa and in fem-pop area. The 6f introducer was replaced with a non-medtronic 6f cross-over introducer. Predilation was performed with a 7mm admiral. An 8x40 inpact admiral was then used. There was residual stenosis and a non-medtronic stent was placed. Post-dilation was performed with an 8mm admiral and then focal with a 10x20 admiral. Wire exchange was then performed to an 0.018" non-medtronic wire. Distal dilation was performed using a 7mm pacific plus followed by the inpact pacific complaint device. The twist seen was noted during inflation. IFU was followed. A manometer was used for balloon inflation. No difficulty was experienced during advancement of the balloon. A rewrap tool was not used. Evaluation summary: the device was returned inside its original box and pouch. The information reported on the luer is consistent with the data in the complaint form received. The lot# reported is 0008360413. A visual and a tactile inspection was performed: radiopaque solution was found in the circuit and the balloon was unfolded, with signs of a twist at 50mm from the proximal marker. The balloon was also curved. No further issue was noted. During the technical analysis, a 0.018¿ was successfully advanced through the catheter. Negative pressure was applied to the balloon: the purging test passed. The balloon was then inflated to 2 bars: a slight change in profile has been detected. Some wrinkles were present on the balloon surface in correspondence with the twisted point. The balloon was inflated to 4 bars: wrinkles were no longer visible. No change in profile was noted. The balloon was inflated to 7 bars: a twist on the guidewire tube was detected. During the inflation to 14 bars, the balloon burst. If information is provided in the future, a supplemental report will be issued.